Event description:
Technician alleged that the trendelenberg and reverse trendelenberg does not function when the buttons are pressed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.